Event description:
The customer reported via phone call that they had a package anomaly. The customer stated that the sensor's protect cap drop from the needle before open the package. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.